Event description:
It was reported that the handpiece began overheating during surgical fusion procedure. There was no reported pt or user injury, and the case was completed successfully.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a f/u report will be submitted after the quality investigation is complete.